Event description:
It was reported that the pt underwent a sling procedure in 2003. The pt was brought back to the operating room three weeks later for a repeat procedure and it was noted that tape had extruded into the vagina. The extruded tape was excised in the operating room, and the repeat procedure was not performed. The pt will be treated with topical estrogen to encourage spontaneous closure.